Event description:
It was reported that bd alaris secondary set was occluded the following information was received by the initial reporter with the following : the second occurred on (B)(6)2024 - - cat# ms3500-15, lot# unknown. Same situation. When the secondary set was set up, it did not infuse, the primary line was drained instead.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
No additional info.

Manufacturer narrative:
It was reported that the set was unable to flow through the set. Two samples model ms3500-15, lot 23103174 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a IV bag with water and flushed. No fluid blockage was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated.